Event description:
It has been reported to philips that the azurion system will not screen. The system displays an error message "x-ray not possible contact technical support". The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that it will not let them screen. During troubleshooting, the fse identified issue with pdu fan unit. The fse replaced the pdu fan unit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.